Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint. Genzyme will continue to monitor complaints.

Event description:
Fluid from left knee grew (B)(6) [arthritis infective]. Cloudy fluid in left knee [joint effusion]. Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a pharmacist regarding a (B)(6) male patient, initials unknown, with a relevant medical history of osteoarthritis and a previous synvisc-one injection on (B)(6) 2009. The patient received the most recent synvisc-one injections into both knees on (B)(6) 2010, lot number unknown. Starting on an unknown date after receiving the synvisc-one injections, the patient experienced pain and swelling in the left knee. The patient was examined in the ER (emergency room) on (B)(6) 2010. Treatment included ibuprofen and aspiration with removal of 90cc of cloudy fluid from the left knee. The fluid removed from the left knee was cultured and grew hemophilus influenza. No further information was provided. As of the date of receipt of this report, the pt outcome was unknown. Manufacturer's comment: no further details were received. Further information has been requested.